Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issue occurred on (B)(6) 2011 at an unknown time. The patient reported blood glucose results of "466, 375, 406, 400, 366 and 375mg/dl" with the subject meter and "160 mg/dl" on another unknown meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages her diabetes with humalog insulin and claimed she administered an unknown amount of humalog insulin in response to the alleged high readings. The patient claimed that approximately 20-30 minutes later she developed symptoms of "shaking, shivering, lightheaded, hypo." It is not known what, if any, form of treatment the patient received as a result of the alleged issue and symptoms. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.